Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
For this surgery, ceramic insert (liner) was requested, and when we used the instruments to insert the ceramic liner, we had great difficulty in releasing the implant from the instruments. We used the correct technique but the implant did not easily get loose from the instruments. This situation generated surgeon dissatisfaction. The instrumental also scratched the ceramic implant a bit. Find attached photos of the instruments with the codes of each piece used. It generated a delay in surgery of approximately 15 minutes. It caused no injury to the patient. (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument cannot confirm the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.